Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4). Investigation summary: no samples were received for investigation of complaint reference (B)(4); however the customer has indicated that they experienced flow restrictions during gravity infusions of saline with augmentin. A review of the production records for lot 1016220 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. A review of the customer advocacy feedback database indicates that reports of this nature against products in the ard product family have been occurring at a low frequency over the last 12 months and have not related to a manufacturing defect. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: the details of this feedback were forwarded to the manufacturing site for investigation; however, the root cause of the customer¿s experience could not be conclusively determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the IV set vented ard ap india did not have enough flow through it. The following information was provided by the initial reporter: "not enough flow rate through gravity macro IV set".